Event description:
During the call, the autopulse nxt platform (sn (B)(6) stopped after performing three compressions and displayed a yellow alert indicator light. Replacement of the nxt band did not resolve the issue. The crew switched to manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the reported complaint that the autopulse nxt platform (sn (B)(6) stopped after performing three compressions and displayed a yellow alert indicator light was confirmed during the archive review and functional testing. Based on the archive data, the platform stopped compressions due to fault 1300 (fault_no_fans_fun). The investigation determined that the root cause was a failed cooling fan, resulting from shorted wiring due to a considerable amount of blood/fluid ingress, likely while the fan was running. The archive data indicated fault 1300 (fault_no_fans_fun), confirming the reported complaint. The ap nxt platform failed the preliminary functional test due to a flashing alert triangle displayed when the device was powered on, confirming the reported complaint. The fan was not operating due to a shorted-out fan circuit caused by fluid ingress. The fan assembly was replaced to remedy the complaint. Following the service, the autopulse nxt platform passed the run-in test without any faults or errors. The autopulse passed its final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with the sn (B)(6).